Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A minimum of three (3) gfe attempts have been made to obtain information on the service/repair of the unit. At this time the customer has still not accepted the quotation and/or determined if the unit will be repaired, therefore this complaint is being processed with the information currently available. If additional information is provided at a later date the complaint will be reopened and update accordingly.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had inoperable display. Patient injury or harm is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.